Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a vf episode was recorded incorrectly due to noise, leading to the charging of the capacitor. However no therapies were delivered. Provocative maneuvers were performed during the follow-up, however the noise was not reproduced. Preliminary analysis revealed that the observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a vf episode was recorded incorrectly due to noise, leading to the charging of the capacitor. However no therapies were delivered. Provocative maneuvers were performed during the follow-up, however the noise was not reproduced. Preliminary analysis revealed that the observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz.